Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed during the rewind/prime process. The blood glucose reading was 100mg/dl. No further information was provided.